Event description:
Literature: smith cc, lin jl, shokat m, dosanjh ss, casthely d. A report of paraparesis following spinal cord stimulator trial, implantation and revision. Pain physician. Jul 2010;13(4):357-363. Summary: the incidence of spinal cord injury after (B)(4) trial, implantation and revision is unk. Four pts are presented who were admitted to an acute spinal cord rehabilitation hospital over a 4-month period. All 4 pts presented with paraparesis after spinal cord stimulator trial or implantation. Event: following successful implantation, the pt experienced sudden low back pain; bilateral lower extremity dysesthesias followed by lower extremity paralysis and neurogenic bowel and bladder. The trial leads were removed and emergent MRI of the lumbar spine was performed. Decompressive thoracic and lumbar laminectomies of the t11 through l2 levels were performed the same day; she transferred to an acute inpatient rehabilitation hospital 20 days after her decompressive surgery. Following acute inpatient rehabilitation stay, pt recovered full motor strength in bilateral lower extremities. At discharge, she was modified independent with limited community ambulation and had full bladder and bowel function recovery. Her discharge (B)(6) exam was consistent with a t7 asia d spinal cord injury. See with MFR report# 3007566237201007635.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info has been requested.